Manufacturer narrative:
Three hundred sixty samples received for investigation. Through visual inspection, it can be observed that the syringe is lubricated with what appears to be silicone. Testing was performed on ten samples, results verified amount of silicone was with the required limits. A device history review was performed for reported lot 2308772, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2308772 and found to be within specification. Based on the investigation results, no manufacturing related defects could be identified. Silicone has a determined viscosity that makes it visible when the stopper is fully inserted and separated from the top of the syringe. Visibility of the silicone does not mean there is an excess of it. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
Additional information: was there any patient harm due to the event? No.

Event description:
There is a silicone layer in the barrels of the above mentioned syringes. When did the incident occur? During use we have received a complaint from one of our customers that there is a silicone layer in the barrels of the above-mentioned syringes. Additional information: was there any patient harm due to the event? No

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative